Event description:
Intuitive surgical inc., (isi) received the 8mm permanent cautery hook (pch) instrument as an incidental return. There were no complaints against it.

Manufacturer narrative:
The 8mm permanent cautery hook (pch) instrument was tested by failure analysis. The instrument was found to have a damaged pitch cable at distal end.